Event description:
It was reported that, a few months ago, the longevity on the implantable pulse generator (ipg) was estimating nine to ten years. Now it was showing that elective replacement indicator (eri) had triggered, but the battery and lead status were blank. The device will be interrogated, the condition will be reset, and it remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).